Manufacturer narrative:
Patient identifier not available from the site. It was reported that a registration and navigation test were performed on-site, and the reported issue could not be replicated. The surgeon reportedly used the system for a different procedure without issue. No parts have been replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial resection procedure, the navigation system was found to be 3 centimeters inaccurate. It was reported that the navigation system led the surgeon to a point in the anatomy that was 3 centimeters away from the tumor. There was a reported delay of greater than 1 hour because of this issue. The use of navigation was discontinued, as was the entire procedure. A second procedure was scheduled to complete the required therapy.